Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of twelve manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-04314. 2015691-2019-04315. 2015691-2019-04316. 2015691-2019-04317. 2015691-2019-04318. 2015691-2019-04319. 2015691-2019-04320. 2015691-2019-04321. 2015691-2019-04322. 2015691-2019-04323. 2015691-2019-04324. 2015691-2019-04325.

Manufacturer narrative:
This is one of twelve manufacturer reports being submitted for this case. The dates of the events are unknown; however, according to the article the study period was from 01-mar-2008 to 31-oct-2011. For this reason, the first day of the reported study period (01-mar-2008) was used as the occurrence date. In this case, the exact valve model number is not available. Therefore this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are:  p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt¿ transcatheter heart valve. Reference article: dubois, christophe, et al. "Prospective evaluation of clinical outcomes in all-comer high-risk patients with aortic valve stenosis undergoing medical treatment, transcatheter or surgical aortic valve implantation following heart team assessment." Interactive cardiovascular and thoracic surgery 17.3 (2013): 492-500. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of access that may require repair are potential complications associated with the tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old.  This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. In addition, as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. The thv physician training manuals instruct on procedural considerations for femoral sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In this case, there was no allegation or indication a device malfunction contributed to theses adverse events.  The article reports fourteen patients had life-threatening bleeding within thirty days follow up. Details of the events were not provided. The cause of the events are unknown; however, procedural and patient factors not provided could have contributed to the events.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) through the review of the medical article ¿prospective evaluation of clinical outcomes in all-comer high-risk patients with aortic valve stenosis undergoing medical treatment, transcatheter or surgical aortic valve implantation following heart team assessment¿ regarding a group of patients who underwent tavi by tf or ta approach with an edwards sapien valve or edwards sapien-xt, the following outcomes were observed: fourteen patients had life-threatening bleeding within thirty days follow up.